Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) h2. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time. Additional information was received stating that the patient required additional therapy coverage for a new pain area. No device performance issues or malfunctions were reported, and the existing spinal cord stimulation (scs) system was functioning as expected. The patient previously had a 2-port montage implantable pulse generator (ipg) and as part of the intervention, the existing ipg was electively replaced with a 4-port ipg to accommodate the expanded system configuration. Postoperatively, the patient was reported to be doing well, with the system functioning properly during recovery. No devices will be returned for analysis, as no device issues were identified.